Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract three leads due to cied system/pocket infection. The physician began the procedure by prepping all three leads with an lld. The ventricular lead first using the lld and a tightrail. The tightrail was then used to remove the lv lead. After removal of the lv lead a cardiac tamponade was identified on tee. The physician was unable to confirm but it was thought that the injury was likely in the ra. The ra lead remained in place. The patient was stabilized and sent to the ICU. While in ICU the patient suffered a cardiac arrest; the patient was transferred to the or but the patient's family opted not to perform a sternotomy and patient could not recover. No autopsy was performed to confirm the location of the injury. The physician believed that this adverse event was likely caused by the patient's poor state of health, age and concomitant illnesses.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.